Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that the patient experienced an infection. The implantable pulse generator was explanted and replaced. The right ventricular (rv) lead and right atrial (ra) lead were replaced. No further patient complications have been reported as a result of this event.